Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message, when the lifeband was retracted fully. The user advisory message was able to be cleared. There were no reports of any patient involvement. No further details were provided.